Manufacturer narrative:
It was reported that the transmissions only show atrial markers and the egm diagnostics were "not applicable". The provided session records were reviewed by abbott engineering and it was determined that the device¿s ventricular sensing control setting was programmed to ¿off¿ resulting in no v markers. Furthermore, it was also noted that the device was then reprogrammed to turn ventricular sensing control back ¿on¿, which resolved the reported issue. The device was performing as expected based on programmed parameters.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited an electrogram anomaly. No intervention was performed.there were no patient consequences.